Manufacturer narrative:
Block h3/h6: the device was visually and microscopically inspected and found no damage observed. During functional testing, the flushing test and the resistance test both passed with no issues. Based on the device evaluation, the reported complaint could not replicated. Since no device malfunction was noted, it is likely the user did not fully remove the air from the catheter as documented in the initial MDR for investigation conclusion code 18: failure to follow instructions.

Manufacturer narrative:
G: updated the city from costa rica to alajuela. Updated the country from united states (USA) to costa rica (cri).

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Initial reporter & report source: country is (B)(6). The refinity catheter was received; however, device evaluation has not yet begun. A supplemental to follow upon completion of device evaluation. The user did not fully remove the air from the refinity catheter. The IFU warns that air entrapped in the catheter and flushing accessories can cause potential injury or death. Always verify that the catheter and flushing accessories have been properly cleared of air prior to inserting the catheter into the vasculature.

Event description:
It was reported during a therapeutic coronary procedure, that during preparation for use, the manufacturer's catheter was flushed multiple times with a lot of resistance encountered. However, the device was used in the patient, and during pullback, the images showed air entrapped in the catheter. A second manufacturer's catheter was used to complete the procedure. No patient injury reported. This product problem is being reported for the air entrapped in the catheter. There is a potential for harm if the malfunction were to recur.